Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. This rv lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.